Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70e. Serial number: (B)(6). Batch/lot number: 7100905. Model/catalog description: 1x16 perc lead trial kit, 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
The patient reported experiencing progressively worsening headaches during the trial procedure. Dose adjustments and program optimization were attempted; however, these interventions were unsuccessful in alleviating the symptoms. As a result, a lead removal procedure was performed.